Event description:
Clinical study. Same patient as 6000089-2006-1772. It was reported that 974 days after a coronary artery drug-eluting stenting treatment procedure, the patient had a myocardial infarction (mi). The index procedure treated one 10 mm long target lesion located in the proximal cx with 75% stenosis and pre-dilatation and a 3.0 mm reference vessel. Treatment consisted of pre-dilatation and placement of a 3.0 x mm taxus express2 drug-eluting stent reducing the stenosis to 0%. The patient was discharged 1 day post-index procedure on protocol doses of asa and plavix. The patient was admitted with chest pain 974 days post-index procedure. Upon admission, patient had non-sustained ventricular tachycardia and was noted to have a non-st elevation mi. Cardiac enzymes were elevated consistent with the protocol definition of mi. The patient was treated with aspirin, plavix, beta blockers, and IV magnesium with relief of her pain. Pt was noted to have herpes zoster shingles infection and she was treated with medication therapy. Patient elected for conservative medical treatment of her mi and she was discharged 5 days after admission on protocol doses of aspirin and plavix. The physician indicated a possible relationship of the mi to the study stent.

Manufacturer narrative:
Device evaluation: the device has not been returned as for review therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.